Event description:
It was reported that five minutes after the iab was inserted and pumping was started, the pump began alarming. The pt was switched to another pump, which also alarmed. The iab was removed and replaced with no pt complications.